Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the regulator of a flow regulator set leaked. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: september 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included gravity test and under water leak test which revealed a leak at the level of the flow regulator component. The reported condition was verified. The root cause was due to a an issue with the raw material used in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.